Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial (B)(6), batch: a000028311.

Event description:
It was reported that the patient had ineffective therapy reporting shocking sensations, numbness and worsening pain. Reprogramming did not resolve the issue, with the patient claiming mechanical and therapeutic failure. As a result, surgical intervention was undertaken on an unknown date to remove the entire system.